Event description:
It was reported that the physician attempted to implant a replacement left ventricular (lv) lead, but no capture was observed in multiple positions. As a result, the physician scheduled a procedure to implant a left bundle branch lead at an unspecified time in the near future. The replacement lead was an attempted implant will not be returned for analysis. No adverse patient effects were reported.